Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error. The patient's blood glucose level was 150 mg/dl at the time of the call. The customer sent the product back for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.